Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis.final analysis found that the lead was returned in four pieces. Insulation abrasions were noted at 8.4 cm to 8.8 cm, at 9.1 cm to 9.3 cm and at 8.9 cm to 9.3 cm from the connector pin. Insulation abrasions were also noted at 40.2 cm to 40.3 cm from the distal tip. The abrasions were consistent with that of exposure to friction with another implantable device